Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited low defibrillation impedance. Programming changes were made to deactivate the implantable cardioverter defibrillator system as the patient is on hospice care. The patient was in stable condition.